Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended customer perform a system power cycle and the camera function was restored. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus kept flipping on its own during installation. The customer attempted to separate the endoscopes, but this did not resolve the issue. The technical support engineer (tse) instructed the customer to reset the memory of the camera by rotating the camera head, but this also did not result in any change. The procedure was completing as planned with no reported injury.